Event description:
The event occurred in canada. It was reported that during patient treatment there was a pressure reading issue. The customer reported that there were problems with the pre/post pressure sensors. During treatment the transmembrane pressure reached 700 mmhg. The specialist was accessing the pre-oxy pigtail, the transmembrane pressure became unstable and settled at 700 mmhg. The pressure was slightly corrected when the pre-oxy pigtail of the hls set was flushed. The involved cardiohelp was reporting negative transmembrane pressure in the negative 20s mmhg throughout the rest of treatment, until the patient was decannulated. No remedial actions were taken. The involved cardiohelp was not exchanged and there was no delay in treatment. No extra interventions were taken as the patient remained stable and was decannulated within 24 hours of the onset event. No harm to any person has been reported. The involved cardiohelp device will be investigated in complaint # (B)(4) and is reported under mfg report number # 8010762-2025-0000218. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
Complaint ID #(B)(4).

Manufacturer narrative:
The event occurred in canada. It was reported that during patient treatment there was a pressure reading issue. The customer reported that there were problems with the pre/post pressure sensors. During treatment the transmembrane pressure reached 700 mmhg. The specialist was accessing the pre-oxy pigtail, the transmembrane pressure became unstable and settled at 700 mmhg. The pressure was slightly corrected when the pre-oxy pigtail of the hls set was flushed. The involved cardiohelp was reporting negative transmembrane pressure in the negative 20s mmhg throughout the rest of treatment, until the patient was decannulated. No remedial actions were taken. The involved cardiohelp was not exchanged and there was no delay in treatment. No extra interventions were taken as the patient remained stable and was decannulated within 24 hours of the onset event. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. The involved cardiohelp device is investigated in complaint #1290047 and is reported under mfg report number #8010762-2025-0000218. A getinge field service technician (fst) was sent for investigation of the affected cardiohelp device on 2025-05-21. The fst could not replicate the failure. The log files of the reported cardiohelp device were reviewed and no pressure failure or pump stop could be confirmed on the date of event. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected hls-set was not available for technical investigation as it was discarded by the customer. Therefore, the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs on 2025-05-30 with following conclusion: "a 7-year-old patient was treated using a cardiohelp system with an hls set (lot #3000385440). It is notable that the hls set had expired on 05-apr-2025. During treatment on 14-may-2025, the transmembrane pressure spiked to 700 mmhg while accessing the pre-oxy pigtail, then dropped and remained in the negative 20s mmhg. No remedial actions were taken, and the patient remained stable, being decannulated within 24 hours. According to the IFU, the product is intended for use only within its labeled shelf life. Use beyond the expiration date is not compliant with the IFU and may affect device performance. In terms of possible root causes of the observed behavior, a clot in the pigtail could have temporarily obstructed flow, causing the transmembrane pressure to spike and then drop after flushing as the customer stated that after flushing the pre-oxygenator pigtail, the delta pressure partially corrected. If the pressure sensor was not properly zeroed or calibrated, it could have reported inaccurate values, including the negative pressures observed. Improper seating of the hls set to the sensor receiver could result in inconsistent pressure readings. Although the cable was reportedly jiggled and displayed the appropriate values, it¿s unclear if proper cable sensor seating was confirmed. A loose or partially connected cable can cause signal instability. A degraded or malfunctioning internal pressure sensor could explain the erratic readings, especially if the issue persisted throughout the run. As the hls set was not available for investigation, the definitive root cause cannot be determined. Therefore, malperformance (or suboptimal performance) cannot be established without a thorough evaluation of the product." Further, according to the risk assessment of the hls set (dms 1468452, v27), the following root cause can lead to the reported failure: - the user didn´t perceive or recognize how to plug the integrated sensor cable to the hls module or was not able to connect the integrated sensor cable to the hls module. - measuring line is not connected. - no pressure data. - no control on pressure. - high pressure. - patients blood is exposed to inappropriately high blood loss. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The involved hls set with lot #3000385440 and article #701069065 was manufactured on 2024-04-05, the expiration date is on 2025-04-05. The date of event from this complaint is the 2025-05-14. According to chapter "6.3 packaging and storage" of the instructions for use of the hls set advanced "the device is delivered sterile and pyrogen-free. Sterility remains assured as long as the packaging is not opened or damaged and the use-by date has not expired." The production records of the affected product were reviewed on 2025-05-23. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the evaluated facts above, the reported failure "pressure reading issues" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the canadian market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069065.